Event description:
It was reported that the neurostimulator was replaced because a smaller neurostimulator was required and the lead was broken. No information pertaining to the patient outcome was provided. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension model 3095-10, (B)(4), implanted: unk, explanted: unk, lead model 3093, lot# unk, implanted: unk, explanted: unk. Results - (B)(4) analysis of neurostimulator model 3023, (B)(4), showed no significant anomalies. Visually the insulation coating was delaminated and scratched. There were scratches and burn marks from suspected cautery on the can. The battery was expanded. Functionally, the neurostimulator had a good stable output at all electrode pairs. Analysis of extension model 3095-10, (B)(4), showed no anomalies with a good, stable output. No short circuits and acceptable continuity was found at all electrode pairs. Analysis of lead model 3093, lot# unk, showed the lead segmented into two sections. There was an open circuit on electrode pair #0-2 with acceptable continuity. All other electrode pairs showed no shorts with acceptable continuity. Broken conductors were found on circuits #0, 1, 2 (2.8 cm and 4.4cm from the distal end). The conductor coils were broken, cut and crushed.